Manufacturer narrative:
The device was evaluated by field service representative who confirmed there was no energy output from the vaser device. The ultrasound printed circuit board was replaced to resolve the energy output issue and then the device was able to deliver energy. A plant evaluation is underway.

Event description:
The user facility reported they were unable to use the vaser device during surgery. When they pressed on the vaser footswitch there was no energy output from the device. They were able to use traditional liposuction to complete the surgery however due to troubleshooting of the vaser device, surgery was delayed for approximately an hour while the patient was under general anesthesia. There was no negative impact to the patient''s health due to this delay.